Manufacturer narrative:
Other relevant device(s) are: catalog number tw3834c112tj, serial number unk.

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 54 cm diameter anastomotic pseudoaneurysm in zone 3. It was reported that, a CT scan discovered an aneurysm rupture. After consultation with the patient, the physician decided not to perform treatment considering the patient¿s advanced age. The patient was discharged from the hospital. It was noted that further details were unknown, but the patient possibly expired. It was noted that the rupture was related to the device, per the investigator. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.